Event description:
Case description: novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available. Mixtard 30 penfill 3 ml 100iu/ml - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: 07-jan-2026: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available despite repeated efforts to find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of product. H3 continued: evaluation summary novopen 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] problem with np4 or np4's issue [device issue] patient didn't take his dose for 3 days because of a problem with np4 [drug dose omission by device]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "problem with np4 or np4's issue(device issue)" with an unspecified onset date, "patient didn't take his dose for 3 days because of a problem with np4(drug dose omission by device)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date for "drug use for unknown indication", patient age, height, weight and body mass index were not reported dosage regimens: novopen 4: mixtard 30 hm penfill: medical history was not provided. On an unknown date, because of a problem with np4 (novopen 4) the patient didn't take his dose for 3 days. On an unknown date, patient had hyperglycemia due to np4's issue and was admitted to the ICU, discharged 20 days ago. Patient was advised to buy mixtard vails to be able to withdraw his insulin doses by syringe normally till the pen issue solved. Other details of hospitalization were not reported. Batch numbers: novopen 4: requested mixtard 30 hm penfill: requested action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia (hyperglycemia)" was not reported. The outcome for the event "problem with np4 or np4's issue (device issue)" was not reported. The outcome for the event "patient didn't take his dose for 3 days because of a problem with np4(drug dose omission by device)" was not reported. Reporter's causality (novopen 4) - hyperglycemia (hyperglycemia): possible. Problem with np4 or np4's issue (device issue): unknown. Patient didn't take his dose for 3 days because of a problem with np4(drug dose omission by device): unknown. Company's causality (novopen 4) - hyperglycemia (hyperglycemia): possible. Problem with np4 or np4's issue (device issue): possible. Patient didn't take his dose for 3 days because of a problem with np4(drug dose omission by device): possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia (hyperglycemia): unlikely. Problem with np4 or np4's issue (device issue): unknown. Patient didn't take his dose for 3 days because of a problem with np4(drug dose omission by device): unknown. Company's causality (mixtard 30 hm penfill) - hyperglycemia (hyperglycemia): possible. Problem with np4 or np4's issue (device issue): possible. Patient didn't take his dose for 3 days because of a problem with np4(drug dose omission by device): possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.